Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the device was found unable to start up correctly displaying the error 808a, pressure sensor on main board is defective. No patient was involved because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the failure 808a on start-up, establishing a relationship with the event reported. The root cause is a defective pressure sensor on mainboard. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.